Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). DHR/repair history review: the device history record (DHR) of homecare activecare+sft unit serial number (B)(4) is reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The DHR review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Upon reviewing mcs legacy complaints data and DHR it is noted that the device associated with serial number (B)(4) was not repaired previously. When the device serial number was (B)(4) it was repaired 2 times, the last repair was done for broken solenoid issue and it is not related to current reported event. Note: in 2015, the device serial number was updated from (B)(4) to (B)(4). Hence for trace-ability, repair work done when device serial number was (B)(4) is considered as previous repair. Above noted complaints represent well understood events that have previously been subject to a comprehensive, documented complaint investigation and this device has not been repaired previously for same type of issue. Hence no further action is required at this time. Device evaluation results: on (B)(6) 2019, it was reported that the device had broken strap connector. While evaluating the device service technician confirmed the reported event because cover, base strap loop connectors were broken and found the below mentioned errors. Exposed wiring near dc connector. Both tubes have broken connectors. Carrying strap was missing. Cover, base, battery door were discolored. Cover was broken by right strap loop, base was broken by left strap loop and serial number was unreadable, all 4 rubber foots were missing. Service technician scrapped the device after noting all these failures. The device was inspected. Probable cause: the cause of reported event was due to broken strap loop connections of cover, base. If these strap loops on cover, base of device external casing were broken, carrying strap would not be able to loop through the device. The root cause of why the strap loops were broken cannot be determined. The reported event was confirmed during inspection of the device and the device was scrapped. The investigation is based on the information that is provided initially and any information that is obtained throughout the follow-up process. Conclusion: review of information provided during investigation determined that there is no further action needed at this time (ie/CAPA/scar/hhe/d). This complaint is determined not to be a new confirmed quality or manufacturing issue, no patient impact is noted. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that the device had broken case of strap connector. Investigation revealed there were exposed wires near the dc connector. No adverse events were reported as a result of this malfunction.